Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly. Visual inspection revealed no anomalies. Bench analysis found that both supercaps failed in-circuit, surge current was below normal, and a battery removal test failed. After both supercaps were replaced the battery removal test passed, the device stayed on for greater than ten seconds after the battery was removed. Conclusion: confirmed battery removal failure caused by a capacitor component failure.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the generator failed an incoming vxi test and it was attributed to the main printed circuit board being out of specification in an electrical manner. With the rate set to 70 paces per minute and the atrial and ventricular outputs set to 10 milliamperes, with the backlight and menu off the battery was ejected and the device shut off after 1 second. The test was performed 5 times and had the same result. Analysis also noted that the upper case and bail cover were broken, the lower case and battery drawer were broken and contaminated, the battery contacts were compressed, the ring was bent, the keyboard scratched and the lead flex cover was contaminated. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.